Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00172 on november 9, 2015. On 03/06/2017: additional information: siemens healthcare diagnostics has investigated the issue with the cuvettes. Siemens' has concluded that when advia centaur cuvettes are stored according to manufacturer storage recommendations (-20c to 60c) the cuvettes are performing as designed and intended. There is no impact to assay performance or patient results or safety. There is no action to be taken by the customer. Siemens will continue to monitor product performance of the advia centaur systems to maintain quality expectations as we do with all of our products. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse checked the system components such as probe and washing area. No issues were found. A precision run was performed and the imprecision was confirmed. Precision run using quality control (qc) material: lyphochek iap l 40300 qc lot# results range (B)(4). Bubbles in the cuvettes (in the cuvette plastic) were observed associated with the elevated quality control (qc) results. The cuvettes lot az were replaced with cuvettes lot aw. The precision run was repeated and the qc results were acceptable. Precision run using quality control material: qc lot# results range (B)(4). The cuvettes from the customer site were sent to siemens for in-house testing. Siemens observed an increase in imprecision in enhanced estradiol (ee2) results with the cuvettes. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Discordant advia centaur xp enhanced estradiol (ee2) results were obtained on samples from several patients when tested in duplicate. The discordant results were not reported. The actual results reported for each of the samples is unavailable. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp enhanced estradiol results.